Event description:
It was reported that a pump alarmed for an upstream occlusion during an infusion, when no occlusion was present. The customer reported that there was no pt injury and the pt was able to receive the rest of the medical therapy.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed that when infusing a 20% mixture of glycerin, the pump alarmed for an upstream occlusion when no occlusion was present. During this infusion, the upstream sensor values were found to be below specification. Further evaluation determined the distance between the upstream pusher and the upstream sensor crystals to be 0.124". When the distance was decreased, the pump performed as expected. The upstream sensor will be replaced due to the nature of the investigation.